Event description:
It was reported that the patient presented to the or for a rv lead revision after post-sensed t wave oversensing due to low r waves was observed. Patient had received inappropriate therapy due to the oversensing. Lead was capped and replaced without adverse consequences to the patient.